Manufacturer narrative:
The test strips' expiration date was not provided. The coaguchek xs meter serial number was (B)(6). The meter and test strips were requested for investigation, however, the reporter advised that there are no test strips remaining to return. A meter replacement was sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient's/consumer's daughter. The investigation is ongoing.

Event description:
We received an allegation of questionable inr results for 1 patient tested with a coaguchek xs meter. On (B)(6) 2024, the patient had a meter result of 1.9 inr and another meter result of 1.4 inr. It was mentioned that the 2 test measurements were performed right after one another using a different fingerstick. The patient¿s therapeutic range was 2.0-3.0 inr and the testing frequency was weekly.

Manufacturer narrative:
The customer did not return the meter for investigation. The investigation did not identify a product problem.